Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module, sensor board and sensor board assembly were replaced to address the issue.

Manufacturer narrative:
In the previous report, section b3 date of event and section g3 date received by manufacturer was incorrect. It has been updated/corrected in this report.